Manufacturer narrative:
Footboard assembly.

Event description:
It was reported by service report that the bed had a broken footboard and exposed sharp edges. No pt involvement or adverse consequences are reported.